Event description:
It was reported the patient had pain, sweating (diaphoresis) and less than 50% therapy relief. The pump logs were checked and an unrecovered motor stall occurred. There were no magnetic resonance imaging (MRI) or electromagnetic interference (emi) sources. The pump was replaced. The pump was used to deliver morphine. The patient received good therapy after the pump replacement.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found a motor gear train anomalies; the stall was due to shaft-bearing and gear wheel 3. The gear train anomaly was due to corrosion and/or wear and/or lubrication.